Event description:
During testing at the user facility, it was noted the touchscreen did not pass the touchscreen test. Prior to testing, the customer contact reported corrosion on the touchscreen due to spillage. There were no reports of any adverse pt events or delays in critical therapies while the device was in clinical use. No add'l info was provided.

Manufacturer narrative:
A field service engineer performed testing and investigation at the user facility. During testing, the device did not pass touchscreen test. The device has been identified as part of a product recall. This report represents all info known by the reporter upon query by hospital personnel.